Event description:
The customer reported that when fluoring, the image would not update. They were also getting high ma errors.

Manufacturer narrative:
(B) (4). The ge service rep reseated all the removable ic's and reseated the following boards: analog interface, tech processor, and image processor pcb's. Afterwards, the kv tracking returned to normal and the image stabilized without errors. The c-arm is now working properly.